Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to rewind due to pump error 39. Unable to perform displacement test, prime/seating, basic occlusion test, force sensor test, and occlusion test. Pump passed self test. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 39 during testing on 05/30/2023 at time 13:24:27.000. Pump error 39 was due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. Unable to perform all required testing due to pump error 39. Cosmetic damage was confirmed on the pump case. Pump error 39 was confirmed during testing due to moisture damage on the motor. Pump exposed to moisture confirmed on the pcba 1 and motor. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump. Troubleshooting was performed and there was no damage to reservoir and infusion set. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan as per hcp instructions. The pump was returned for analysis.